Manufacturer narrative:
The date device returned to manufacturer was unknown this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the air reamer device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check power with test stand, min. 190 w to 260 w (watt), check for air leak, check for excessive noise, check function of fwd / rwd, check for immediate stop, check the hose coupling, check safety system, general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was documented in the initial report that the date device returned to manufacturer was unknown. It has been updated as 5/23/2018. Device evaluation update: further investigation determined that the motor power on the device was too low. Furthermore, it was determined that the device failed pretest for check power with test stand, min. 190 w to 260 w (watt). If additional information should become available, a supplemental medwatch report will be sent accordingly.